Event description:
Pt with tetralogy of fallot and pulmonary atresia for surgical repair. While converting from cardiopulmonary bypass to extra-corporeal membrane oxygenation, oxygenator failed within 20 minutes of initiation. Cause undetermined. See timeline.